Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue of a concurrent flow was not determined because no products or device logs were returned.

Event description:
It was reported that medications contained in small glass bottles, such as 50ml of tylenol or albumin, get "a lot of air (bubbles) in the line and it is difficult to prime. " the customer states that "there also can be some concurrent flow with the primary bag of fluid. There was patient involvement but unknown outcome.

Event description:
It was reported that medications contained in small glass bottles, such as 50ml of tylenol or albumin, get "a lot of air (bubbles) in the line and it is difficult to prime. " the customer states that "there also can be some concurrent flow with the primary bag of fluid. There was patient involvement but unknown outcome.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.